Event description:
While certified first assistant (cfa) was suturing incision, the needle broke in half and broken portion fell into surgical site. Cfa was able to retrieve broken half of needle from surgical site. FDA safety report ID# (B)(4).